Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), heart failure, dyspnea, and edema, as listed in the mitraclip ntr/xtr system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was reviewed and the investigation determined the reported single leaflet device attachment/slda was due to patient anatomy. The reported heart failure was due to disease progression. The reported recurrent mitral regurgitation (mr), dyspnea, and edema appear to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient was re-hospitalized on (B)(6) 2019 with dyspnea/blocked respiratory passages, and edema. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Date of event: estimated. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr). Two clips (90604u188, 90604u192) were implanted, reducing mr from 4 to 3. In (B)(6) 2019, the patient experienced worsening heart failure. One of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. It cannot be determined which clip had the slda. A second mitraclip procedure was performed on (B)(6) 2019. One clip was implanted, reducing mr to 3. No additional information was provided.